Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is not expected to be returned as the hospital does not want to send the monitor back. Without return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. The device history record review was completed and all manufacturing inspections passed with no non-conformances. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The unit is expected to be returned for analysis; however, it has not yet been received. Upon the return of the unit, a supplemental report will be sent with the investigation results. Additionally, a device history record review has been initiated to ensure that the device met all specifications upon distribution and there are no previous service record findings.

Event description:
It was reported that during use of a vig2 monitor in a case, the cardiac output (co)/ continuous cardiac output (cco) readings were drifting. The exact date of occurrence is unknown. The biomed tech reported that the cable was eliminated as suspect, as it passed the cco cable test. There are no further details available at this time. There was no inappropriate patient treatment reported to have been administered due to the issue. There was no patient injury reported. Patient demographics are not available.